Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the psi was placed into the pt's right internal jugular. While in use in the cardiology unit, the IV tubing became caught under the side rail of the pt's bed and the side arm disconnected from the sheath. The nurse found it quickly and replaced the side arm temporarily until the psi was removed and replaced for the pt. There was no delay in treatment and no pt death or complications reported. The decision was made to not reinsert an introducer. The pt's heart rate had stabilized enough that they were able to manage without temporary pacing until a permanent pacemaker was inserted.